Manufacturer narrative:
Based on the report provided by the user, "cannula was positioned too high/was too short to reach the ivc (inferior vena cava) not deep enough and slipped in to the right atrium compressing the rca (right coronary artery). The catheter working length is identified in page two of avalon labs information for use p/n 26904. The 27fr bi-caval lumen catheters are inspected 100% in production. The IFU warns that incorrect insertion can damage the vessels and/or heart structures.

Event description:
Cannula was positioned too high/was too short to reach the ivc (inferior vena cava) not deep enough and slipped in to the right atrium compressing the rca (right coronary artery).